Event description:
Bd secondary set ref 72213n alaris product unable to backflow saline into secondary line from primary carrier bag. New secondary line used and line flowed freely as it is intended to. FDA safety report ID # (B)(4).